Manufacturer narrative:
A ge oec service representative investigated the issue and found several minor issues that did not have any affect on system performance. System functions within specifications and the ambient light sensor was disabled by customer, recommended re-activating for best automatic system adjustments. Customer allowed for evaluation of system but did not authorize any repairs. System functions within specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have image quality issues. No specific complaint, general image quality complaint. Access to system limited and evaluation authorized only. No repairs are authorized.